Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis from (B)(6) 2020 with blood glucose of 520 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin pump and intravenous drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleging possible insulin pump under delivery. The customer stated that the insulin pump had insulin pump error. The customer was able to clear the alarm and able to rewind the insulin pump. The customer stated that they were not using the auto mode feature. The insulin pump will be returned for analysis.